Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set); which occurred on the homechoice (hc) during dwell 2 of 3. Per the home patient (hp) the supply bag was swollen with air and solution and the heater bag was about half full. The hp had already cleared the error before calling. The technical service representative (tsr) informed the home patient (hp) of the error's meaning. The hp would complete therapy with manual exchange later today. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found a cut in the sheeting of the cassette. Clamp function and clear passage testing were performed with no issues noted. Leak testing was performed and a leak was found at the cut in the cassette sheeting. The device was run on a lab homechoice (hc) machine and the hc alarmed system error 2240. The sheeting on the cassette was replaced and the device was able to perform a test therapy with no issues. The reported issue was confirmed. The cause of the reported issue was determined to be the cut in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.